Event description:
It was reported following centrifugation of the bd vacutainer® sst¿ ii advance, there were gel globules in the sample. The gel blocked the analyzer probe resulting in low ion test results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received photos or samples for investigation. Upon visual inspection of 100 retained samples, no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of (B)(6) 2025, therefore additional testing was required. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, oil gel globules, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Additionally, no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint is unable to be confirmed for the indicated failure modes oil gel globules and erroneous results-unknown ion. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported following centrifugation of the bd vacutainer® sst¿ ii advance, there were gel globules in the sample. The gel blocked the analyzer probe resulting in low ion test results. No adverse impact was reported regarding the patient or user.